Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-06723. It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator transmissions, revealed episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. It was also noted that the right atrial lead exhibited noise and potential loss of capture. No intervention was performed but programming changes were discussed. Patient was asymptomatic.